Manufacturer narrative:
Evaluation results: the complaint was confirmed. As received, all the wires in the extension header were broken. The broken wires were consistent with an overstress condition the lead was subjected to. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2011. It was reported that post-operative programming revealed invalid contacts. The physician advised after the extension was tunneled and implanted, the surgical technician tugged on the extension to straighten it out which may have contributed to the issue. The patient was taken back into surgery and the extension was removed and replaced.